Event description:
It was reported that during an unknown procedure, the shaft of the quantum maverick monorail balloon catheter broke. The lesion was located in the heavily calcified, mid left anterior descending (lad) artery. When the physician advanced the catheter into the lad, the mid portion of the shaft broke. It was removed without issue and the patient had no complications. The procedure was completed with another quantum maverick monorail balloon catheter. Patient status listed as "good".